Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields - d5, g2. Additional poc - (B)(6). A getinge field service engineer (fse) noted that the customer requested an update on service. (B)(6) would not be available the following day, and an alternative contact was provided. The customer was requested to be updated. No patient involvement was reported. The unit was depleting helium faster than normal while on standby. (B)(6) , the local cvir manager, was the point of contact. No other abnormalities were reported, but the cathlab indicated a 3 psig drop in about 3 hours.on 2 january 2023, the unit passed initial testing but failed the x4 leak test, with helium pressure dropping 1 psig every 2-3 seconds instead of maintaining pressure with a maximum loss of 20 psig in 5 minutes. The same issue was observed in another known good cardiosave cart, isolating the problem to the subject pump cart.the helium regulator and transducer were inspected with no anomalies found. After reseating all helium line connections and reinstalling the regulator and transducer, the unit passed the x4 leak test.the unit was left overnight with the helium tank open at 1035 psig, and the pressure was verified at 1038 psig the next day. The x4 leak test was successfully repeated multiple times. Nothing unusual was identified in the logs. The unit was calibrated and passed all functional and safety tests per factory specifications, and was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was depleting helium tank faster than normal, when on standby. Cath lab indicated x4 dropped about 3 psig with the tank open in approximately 3 hours. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.